Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician confirmed that the cage advanced deeper when it was hammered.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal kyphoscoliosis and underwent olif (oblique lumbar interbody fusion) surgery at l1/2 levels. During surgery, while inserting the cage by approaching from the left side between lumbar l1/2, the cage protruded to the contralateral side and could not be pulled back. So, the doctor had to approach from the right side, and remove the cage from the right side, and changed the direction of the cage and re-inserted it from the right side. There was a delay of more than 60 minute in overall procedure time as a result of this event. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The level was l1/2, and the rib and the inserter interfered with each other, and the insertion angle was inclined. So, it was in the state that the space between the vertebral body end plate and the cage became tight and the sleeve was difficult to be removed; thus, it was considered that the sleeve did not come off but the cage was inserted deep when the sleeve remover was used in the above state.